Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the iliac artery the armada balloon dilatation catheter (bdc) was inflated once to nominal and could not be deflated. It was noted that the bdc was inflated a second time to nominal and that the 0.014 unspecified guide wire was exchanged to a 0.035 guide wire but the balloon could not be deflated. A 5cc syringe and a 3-way stopcock were used drawing negative pressure to achieve balloon deflation; the device was removed from the anatomy without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device did not return. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the reported deflation issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
Subsequent information received via user-facility medwatch stating: a patient undergoing left anterior tibial artery endo-revascularization for peripheral arterial disease and chronic venous insufficiency. Physician treating popliteal artery with an area of greater than 60% stenosis. It was treated using 6 x 50 mm viabahn stent and post-dilated to a luminal diameter of 5.5mm. Completion angiogram revealed brisk flow. However, the armada 35 5.0mm x 40mm x 135cm balloon would not deflate. The balloon based on a 0.035 platform would not deflate. Initially the physician thought there might be kinking in the catheter due to catheter wire mismatch. The 0.014 wire was exchanged for an 0.035 wire and the balloon would still not deflate. The physician thought there may be kinking of the catheter and the raabe sheath over the bifurcation so the balloon and the wire were withdrawn into the aorta and right common iliac artery and still the balloon would not deflate. After using multiple suction devices for the balloon to deflate, the physician was able to re-sheath the balloon over the raabe sheath. No additional information was provided.